Event description:
It was reported that the patient presented in clinic. Device interrogation revealed post sensed t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was stable.